Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices procedure on (B)(6) 2017.   According to the complainant, during the procedure, the first band successfully deployed. The second, third, and fourth bands failed to deploy but, after a while, the bands fell off the ligator head and the fifth band was able to be deployed without any issue. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.